Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: the ems team that is related to this account (where the product is purchased through) is reporting that the safety shield is coming off after initial engagement. Pictures have been included. There are 3 reported occurrences and no retained samples. Patient injury no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, a cannula hub with the safety clip dislodged/detached was observed. Based on the photo, the cannula condition and safety clip condition could not be assessed. The reported issue is observed with the photo. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Review of the process cards for the assembly process and incoming safety clip of the reported lot number was noted to have no abnormalities observed. Based on the investigation, the reported issue was observed with the provided photos. However, because the cannula condition and safety clip condition could not be assessed an exact root cause could not be determined for this issue. Nevertheless, improvement action has been initiated at the assembly machines and line clearance manual sop has been recently revised to reinforce the robustness of the process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.